Manufacturer narrative:
The affected hls-set was requested for further investigation. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in france. It was reported that during treatment, during repositioning of the patient, a white filament was noticed, which was passing through the ECMO cannulas. Afterwards, a whistling noise was flowed for several minutes. Further there was no flow. Thus, the affected hls set was replaced. No harm to any person has been reported. As there was no flow and the hls set was replaced during patient treatment the event can result in a risk for harm of any person a report is required. Complaint ID # (B)(4).

Manufacturer narrative:
The affected hls-set was investigated in the getinge laboratory on 2025-07-15 with the following conclusion: "a foreign object is visible in the area of the pump. The root cause of the pump rattling is due to the foreign object found in the product. Due to the position and condition of the foreign object, correct bearing of the rotor was not ensured. This led to an imbalance in the rotor, which in turn caused mechanical abrasion on various rotor components. However, no definitive conclusion can be made regarding the origin of the foreign body. According to the customer, the white foreign body could have entered the product through the used cannula. However, a material analysis could provide further information and contribute to a more precise determination of the origin." The foreign object is therefore sent to an external service provider for material analysis. Investigation is ongoing. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the french market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
(B)(4).

Manufacturer narrative:
The event occurred in france. It was reported that during treatment, during repositioning of the patient, a white filament was noticed, which was passing through the ECMO cannulas. Afterwards, a whistling noise then followed for several minutes. Further there was no flow. Thus, the affected hls set was replaced. No harm to any person has been reported. As there was no flow and the hls set was replaced during patient treatment the event can result in a risk for harm of any person a report is required. The affected hls-set was investigated in the getinge laboratory on 2025-07-15 with the following conclusion: a foreign object is visible in the area of the pump. The root cause of the pump rattling is due to the foreign object found in the product. Due to the position and condition of the foreign object, correct bearing of the rotor was not ensured. This led to an imbalance in the rotor, which in turn caused mechanical abrasion on various rotor components. The suspected foreign object was sent to an external service provider for a material analysis. Additional investigation was performed on 2025-09-22 with the following conclusion: a material analysis was performed using ftir (fourier transform infrared spectroscopy). The ftir spectrum of the material, which was initially suspected to be a foreign object, shows close correlation with the spectra of the housing and the rotor. The third sample of the object shows close correlation with the spectrum of the bearing shell. The white filament noticed by the customer probably entered the pump of the hls module via the cannula. This white filament caused the rotor to become unbalanced, as shown by abrasion marks on the individual components. The imbalance led to deposits of material from the various components in the area of the bearing ball (suspected foreign object). The rotor imbalance is most probable caused by the white filament that entered the system via the cannula. The white filament noticed by the customer was not found during the investigation of the hls set. The production records of the affected product were reviewed on 2025-05-16. According to the final test results, the module with lot#: 3000449529 and UDI#: (B)(4) passed the tests as per specifications. Production related influences are unlikely. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported product and failure. Based on the results the reported failures "noise and no flow" could be confirmed. According to the instructions of use of the hls set (chapter safety instructions for centrifugal pump) it is stated that to listen for scratching noises when priming the system and to replace the hls set advanced if there are scratching noises. Always keep a replacement hls set advanced at the ready. As stated in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 ¿ in chapter preparation and installation ¿perform a careful visual inspection of the sterile packaging before use. Pay particular attention to moisture, openings and soiling. Perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures. ¿this complaint was found in the database of customer complaints for the hls set (article#: (B)(4) as a single event (timeframe from 2024-05-02 till 2025-05-02). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue, and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the french market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number: k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number: 701069073.

Event description:
Complaint ID#: (B)(4).